Manufacturer narrative:
(B)(4). Date of initial report : 01/14/2016. The forcefx8cas generator was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records for this serial number was conducted and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that the forcefx8cas generator was used during a turp procedure where the patient was burned. Reportedly, a non-covidien handpiece was being activated by both footswitch and handswitch, no alarms were heard, and the rem indicator light was green. The burn occurred at the patient's ankle where a non-covidien return electrode had been placed for the surgery. The burn was discovered after the procedure. The burn is described as a 2nd degree/deep dermal burn measuring 15x10 cm. Information regarding how the burn was treated has not been provided.